Manufacturer narrative:
A5 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that an implanted impella cp pump stopped unexpectedly during patient support. The pump was restarted on p-4, but the mean, max, and minimum flows were all at 3.4 l/min. The pump was subsequently explanted as a result of the noted failures. Later, care was withdrawn and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Data logs were reviewed and the temporary pump stop was confirmed on the reported date. Pump flows were noted to become initially saturated on (B)(6) 2025 and continued to be for the rest of the case. There were no abnormal mc spikes until (B)(6) 2025. Leading up to the spikes, there was distinct variability in the purge pressure. There were a total of 18 high motor current pump stops over the course of 19 minutes before the pump was restarted. It ran for 2.5 more hours before the user disconnected the pump. During this time, flows remained saturated. Returned product was investigated and it had an enlarged purge gap. The pump was run in a bucket and pump flows were immediately saturated for the entire run. There were several motor current spikes throughout the run, but only after 2 hours did a mc spike trigger a high mc pump stop. The pump was not able to be restarted. After the pump stop, purge pressure quickly rose over 1000 mmhg. The pump was torn down and confirmed wear on the inner race of the ball bearing. Temporary pump stop: per data log review, the initial pump stop occurred on the 6th day of support. Returned product inspection found bearing wear, confirming that the cause of the pump stop was due to the wear. This is prior to the 8 day design life of the product, per design trace matrix 0046-9910. Based on data log review and inspection of returned product, the cause of the temporary pump stop was determined to be bearing wear. Saturated flows: per data log review, pump flows became saturated on the second day of support and continued to be through the rest of the case. There were no abnormal motor current spikes prior to the flow saturation and purge pressure remained generally stable until the end of the case. On the last day of support, there were several high motor current pump stops with variability in the purge pressure. Returned product confirmed that the ball bearing was worn. Based on the review of data logs and confirmation of bearing wear on returned product, the cause of the saturated flows was determined to most likely be bearing wear. This is prior to the 8 day design life of the product, per design trace matrix 0046-9910. D10 concomitant medical products and therapy dates updated.